Event description:
It was reported that the vns patient had high impedance and started to have increase in seizures. The physician attributes the increase in seizures to the loss of the vns therapy. The patient had the vns lead and generator replaced on (B)(6) 2013. No x-rays were taken and the vns generator and lead were thrown away. The last know diagnostics for the vns generator was in (B)(6) 2011 which showed output=ok/lead impedance=ok/1617 ohms/battery= ok.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.